Event description:
A patient¿s medication history stated he was on saphris black cherry tablets. When interviewing patient, patient stated this was not one of his medications and had never taken this before. Upon further interviewing of the patient, the patient stated that he takes black cherry tablets at home as an herbal supplement. In researching this issue it was discovered that an rn had entered the saphris black cherry product into the medication history on a previous admission. This occurred when typing in ¿black cherry¿, the saphris black cherry tablets comes up as a product option to be entered into the medication history, but there was no option for a supplement of black cherry tablets to be selected. The emr that is being used is (B)(4) and the drug information vendor is (B)(4). Having the flavoring added to the name in a database can increase risk of selecting the wrong product as the flavor is not part of the official name of the medication. Would recommend drug information vendors change the name of saphris to be just ¿saphris¿ alone without the flavoring name. Of note, when entering the generic name asenapine this does not contain any wording relating to the flavoring of black cherry. Medication was not used by patient. Nurse made the initial error. When and how was the error discovered? In researching this issue it was discovered that an rn had entered the saphris black cherry product into the medication history on a previous admission. This occurred when typing in ¿black cherry¿, the saphris black cherry tablets comes up as a product option to be entered into the medication history, but there was no option for supplement of black cherry tablets to be selected. Access number: (B)(4). Patient counseling provided: unknown. (B)(6).